Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The reporter stated their device was now working properly. The reporter further stated that a manufacturing representative helped to reprogram their device.

Event description:
It was reported that the ¿entire system shut down¿ including the implant on the date of report. The patient noted that they were having problems with the recharger and patient programmer. The patient stated that the implant shut down ¿felt like sinking into the ground.¿ the patient noted that they used stimulation 24/7 and needed it. The patient noted that they last charged ¿monday¿ and had to charge every ¿couple of days¿ because they used therapy a lot. The patient noted that they had been careful about keeping the implantable neurostimulator (ins) charged. The patient also noted that they felt stimulation on ¿monday all the up until [the date of report].¿ the patient asked what would cause the therapy to shut off. The patient noted that they had a ¿very bad thunderstorm and lightning¿ in their area. The patient also noted that they had been seeing an information power on reset (por) message on the recharger and patient programmer on the date of report. It was noted that the patient observed a ¿call your doctor¿ icon. The patient was instructed to on how to clear an information por message. The patient reported that they could feel stimulation again and observed all of the settings on the patient programmer screen. The patient stated that they felt stimulation, it ¿felt great¿ and that they were grateful. It was noted that the action resolved the reported issue. The patient noted that they changed the batteries on the patient programmer while on the phone. The patient stated that they had previously called on the date of report but there was no record of the call. The patient also noted that they left a message on the date of report for the manufacturer representative but had not heard back. Additional information was requested but was not available at the date of this report.